Event description:
It was reported the rigid video scope had a dark image during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
E1: the first affiliated (B)(6) hospital. E3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the insertion tube / objective cover glass worn / beam glass (light guide fibers) were worn / the outer shell of the video connector board was cracked/ the universal cable sheath was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that component failures of the video cable, main body and insertion tube led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.